Event description:
It was reported that during a bi-ventricular implant, the right ventricular lead was damaged in the introducer sheath prior to lead placement. It was also reported that the introducer sheath kinked because the pocket was so deep. The lead was not used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a bi-ventricular implant, the right ventricular lead was damaged in the introducer sheath prior to lead placement. It was also reported that the introducer sheath kinked because the pocket was so deep. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil fractured due to overstress, the outer insulation was torn, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.